Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that on (B)(6) 2016 a specimen was tested with biotestcell 1,2 on tango optimo and yielded a negative antibody screening test. The same patient gave birth to twins. A postpartum specimen was drawn on (B)(6) 2016. The specimen of (B)(6) 2016 was tested on tango optimo and yielded a positive antibody screening test. The customer did return the two patient samples but none of the supposedly defective product was sent for investigational testing. Therefore our quality control laboratory tested both patient samples with their retained sample of biotestcell 1&2. The sample drawn on (B)(6) yielded a negative result whereas the sample drawn on (B)(6) yielded a correct positive reaction with cell #2 of biotestcell 1&2. Further testings of the patient sample drawn on (B)(6) showed an anti-lu(a). The explanation for the negative antibody screening test of this first drawn patient sample with biotestcell 1&2 is, that none of the cells are lu(a) positive. Further testings of the second sample showed the anti-lu(a) and evidence for anti-e and anti-c. But a complete identification testing of the sample drawn on (B)(6) was not possible because the material was depleted. Our qc lab's retained sample of biotestcell 1&2 was tested with different samples and controls on tango optimo. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed the correct function of the allegedly defective lot of biotestcell 1&2. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by a field service engineer with no indication for a malfunction.